Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop would not open. It was reported that there was no other visible damage to the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the handle cannula detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
Investigation results of handle cannula detached. Investigation results: visual evaluation of the returned product found the handle cannula detached and the wire kinked. The handle cannula presented marks from the handle assembly process. The handle was disassembled and the internal surface of the finger ring assembly was inspected. One edge of the internal groove was found to be damaged. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed, the device was inoperable due to the handle cannula detached and the wire kinked. This was caused by a dimensional issue of the finger ring component which is related to the component molding. There is an investigation in place to address this issue. Review and analysis of all available information indicated the most probable root cause for this event was design. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.